Event description:
It was reported that while cutting sternum bone of a pt, the blade broke. It was also reported that no medical intervention was required and the event did not affect the pt's outcome. It was further reported that another blade was available to successfully complete the procedure.

Manufacturer narrative:
Blade not available for eval as it was discarded. In addition, no lot number info was provided for the blade, for further investigation. The blade guard is available, but not yet evaluated.